Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other incidents for difficulty removing the protective sheath reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during unpackaging of the 3.25x12mm nc trek balloon dilatation catheter (bdc), the protective sheath could not be fully removed; thus, the bdc was not used. There was no reported patient involvement and no reported clinically significant delay in the procedure. A new 3.25x12mm nc trek bdc was used to successfully complete the procedure. There was no additional information provided.